Manufacturer narrative:
Article citation: lillemoe, heather a., et al. ¿clinical manifestations and surgical management of breast implant-associated anaplastic large cell lymphoma: beyond the nccn guidelines.¿ annals of surgical oncology, 2022, https://doi.org/10.1245/s10434-022-11838-0. The events of "swelling" and "likely had undiagnosed bia-alcl" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swelling" and "likely had undiagnosed bia-alcl"

Event description:
Through journal article ""clinical manifestations and surgical management of breast implant-associated anaplastic large cell lymphoma: beyond the nccn guidelines", healthcare professional reported for right side "swelling around the right breast implant" and "likely had undiagnosed bia-alcl.¿ pathology has not been received and the markers of cd30+ and alk- have not been reported/confirmed. Device has been explanted.